Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to clinic with signs of pacemaker site infection. It was reported by the physician that the incision site included an open wound. No intervention has been known to be performed. The patient was reported to be stable.

Event description:
New information reported the pacemaker was removed on (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.